Event description:
Information provided via abstract publication states that m6 implanted at c5/6 in (B)(6) 2014 and another m6 implanted at c6/7 in (B)(6) 2016. The device at c5/6 failed-- both devices were removed in (B)(6) 2023. No leukocytes, aerobic or anaerobic growth. Foreign body reaction at c5/6 and c6/7. Levels.

Manufacturer narrative:
The device was not received for evaluation. No device identifiers; serial number, lot number, were provided therefore a review of the lot history records could not be performed. A review of the risk management file resulted in no new risk associated with the device. Rmf 0003 rev 36 line 12.75 - device explanted